Manufacturer narrative:
(B)(4). The event occurred on an unreported date in march 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were caps missing from the lines of a homechoice cassette. This was noticed when the patient opened the case. The patient stated that they would be unable to use the device due to the caps missing from the lines. The missing caps were further described as both caps that "connect to the big bag." The cassette was not used for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that there were caps missing from the lines of ten (10) homechoice cassettes. Should additional relevant information become available, a supplemental report will be submitted.